Event description:
It was reported that the user forgot to put a vent cap on the subject device during sterilization. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user. The event can be detected/prevented by following the instructions for use which state: "attach the eto cap to the venting connector of the endoscope prior to ethylene oxide gas sterilization. If the eto cap is not attached to the venting connector during the ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism". Page 61. Olympus will continue to monitor field performance for this device.